Event description:
It was reported that the patient was believed to be in vf arrest, and the ccu team assumed the device had failed to convert the patient. The ccu team proceeded to deliver a number of shocks through external defib. It was not successful and the patient expired. Further information received from the hospital notes that the cause of death was cardiac tamponade. The lead was not explanted.

Event description:
During an attempted implant, a lead perforation was observed.

Manufacturer narrative:
The damage found was sustained during the explant procedure.